Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that approximately 1 year and 11 months following the implant of this transcatheter bioprosthetic valve, the patient noted dizziness at rest and dyspnea on exertion. Approximately 2 weeks later, a transesophageal echocardiogram revealed an ejection fraction of 25%, trace aortic insufficiency, mild to moderate mitral regurgitation, severe aortic stenosis, a mean gradient of 31 mm hg, a peak gradient of 50 mm hg, and a peak velocity 3.52 m/s. No additional adverse patient effects were reported.

Manufacturer narrative:
Updated data: b2. B5. E1. H1. Additional codes. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that approximately 1 year and 11 months following the implant of this transcatheter bioprosthetic valve, the patient noted dizziness at rest and dyspnea on exertion. Approximately 2 weeks later, a transesophageal echocardiogram revealed an ejection fraction of 25%, trace aortic insufficiency, mild to moderate mitral regurgitation, severe aortic stenosis, a mean gradient of 31 mm hg, a peak gradient of 50 mm hg, and a peak velocity 3.52 m/s. No additional adverse patient effects were reported. Additional information was received that the mean gradient before the valve was implanted was 50 mmhg. The valve was implanted in the patient's native valve. It was also noted that the native aortic valve leaflets were severely thickened with reduced systolic excursion, and moderate aortic leaflet calcification was visualized. The valve was implanted at a depth of 3-4 mm on both the non-coronary cusp (ncc) and the left coronary cusp (lcc). Per computed tomography imaging approximately one year and 11 months after implant, the valve depth appeared deeper at 9 mm on the ncc and 11 mm on the lcc. No evidence of thrombus, leaflet thickening, or regurgitation were observed; however, severe stenosis with an aortic valve area of 0.6 cm2, peak velocity of 4.42 m/s, peak instantaneous gradient of 78 mmhg, and a mean gradient of 43 mmhg were reported. Subsequently, a valve-in-valve with a non-medtronic valve was planned. No additional adverse patient effects were reported.

Manufacturer narrative:
Corrected data: h6. Device code added additional codes added. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.